Event description:
It was discovered during service and repair pre-testing that the motor device had cable damage. The alleged malfunctions were observed during testing. Therefore, the device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged malfunction. During pre-testing it was observed that the cable was damaged. (B)(4) evaluated the device. A visual inspection was performed and the reported condition was confirmed. Evidence indicates this was due to mishandling. If additional information should become available, a supplemental medwatch report will be sent accordingly.